Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9231336, medical device expiration date: unknown, device manufacture date: 2020-03-17. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal separated from hub during use. The following was reported by the initial reporter: "it was reported that the consumer had several syringes that, when she removed the shield, the needle hub stayed within the shield. Verbatim: consumer reported found several syringes when removed shield needle hub stayed within using on pet samples status discarded all but has a unopened pack to send back".

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal separated from hub during use. The following was reported by the initial reporter: "it was reported that the consumer had several syringes that, when she removed the shield, the needle hub stayed within the shield. Verbatim: consumer reported found several syringes when removed shield needle hub stayed within using on pet samples status discarded all but has a unopened pack to send back".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (3) loose 3/10cc syringes. Customer states that when she removed the shield, the needle hub stayed within the shield. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200872529] noted that did not pertain to the complaint. There were two (2) notifications [200872129, 200872284] noted for cracked hubs. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: guide out of adjustment.